Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during this mitral valve surgery a 25mm mitral annuloplasty band was implanted and then immediately explanted. The reason for replacement was reported as "failed repair due to patients anatomy". It was also reported that the annuloplasty product did not malfunction. No additional adverse patient effects were reported.